Event description:
Patient called clinic to inform nurse that infu system pump was alarming at home. Patient came to clinic, pump screen flashing 'err.u', according to manufacturer trouble shooting guide this is a system malfunction and pump needs to be replaced.